Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture baker grade iii.

Event description:
Healthcare professional reported "deflation, capsular contraction baker grade iii, sudden swelling of the breast causing it to appear different from the right, slight discomfort, fluid above the left breast, and patient¿s concern with the product" against left device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6(b), h6.

Event description:
The device has been explanted.